Event description:
The patient experienced acute pain at the implant site starting about a week prior. He also felt a shocking/jolting sensation when the stimulation was high. Further information is being requested from the hcp.